Event description:
Customer reported a leak in the tubing at the connection of the pressure dome to the collect line, at 250ml whole blood processed (wbp). There was an alarm #52: collect line air detected and small air bubbles were visible in the line. A small amount of blood was observed on the pump deck at the position of the collect pressure dome. Customer aborted the treatment. Patient's condition was stable. The customer has sent a picture for investigation.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d106. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #52: collect line air detected nor for tubing leak. No corrective and preventive action has been initiated for either of these complaint categories. A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed the reported blood leak from the collect pressure dome. However, the exact location of the leak source was not determined. The root cause of the reported blood leak could not be determined based on the analysis of the photos provided by the reporter. No manufacturing defects were identified during the evaluation. Review of the device history record did not identify any related nonconformances. As such, no remedial actions will be conducted. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).